Manufacturer narrative:
Additional narrative: height reported as 176 centimeters, exact date unknown; reported as (B)(6) 2015. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported there was a planned surgery to remove plate after the fracture healed. The patient reported mild wrist pain during active wrist range of motion (rom) exercise. It was reported the surgery time was extended, but it is unknown how long. This is report 1 of 2 for (B)(4).